Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device. Fluoroscopy was performed to confirm placement in the common femoral artery. There was reportedly some resistance on insertion. Pulsatile mark was achieved. The foot and needles were deployed without incidence. It was unknonw if the physician had experienced any difficulty parking the foot. Hemostasis was achieved and the pt was discharged. Two days later the pt presented to the hospital with a complaint of pain and diminished pedal pulses were also noted. An angiography was performed and revealed a thrombus at the arteriotomy site and also distal to the popliteal artery. The pt was taken to surgery where a dissection was observed proximal to the puncture site. A bypass graft was performed. The pt's pulses returned and the pain was reportedly relieved. The pt was discharged without further adverse sequelae.